Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Pt mentioned the spinal cord stimulator(scs) had been moved to a different position in 2022 and the new implant site of the scs was "harder to find" because it was "further down." Pt said the new location if the ins may be connected to some recharging issues the pt had been experiencing (see case # (B)(6)). Patient services specialist documenting reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.